Event description:
Patient presented to the physician with a hematoma at the neck incision site. Physician drained the hematoma and prescribed antibiotics. Patient presented back to the physician with swelling and an open wound at the chest incision site. Observations were consistent with a hematoma and suspected infection. Physician prescribed steroids, and noted the patient is still on the previously prescribed course of antibiotics. Patient returned for a follow-up appointment with improvement.